Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise was confirmed in the laboratory. Analysis noted an abrasion at 7.9cm from the connector pin, the proximal coil was exposed. This is consistent with friction to the ICD can. Several inside-out abrasions were observed between 7.2cm and 8cm, 9.6cm and 10cm and at 11cm from the helix end. The rv cable was exposed but not abraded in this area. The efte inner coating on one of the proximal cables was abraded between 7.2cm and 8cm from the helix end.

Event description:
It was reported that a vf episode showed an aborted therapy due to noise on the lead. The noise was recreated with positional testing. High capture thresholds were also noted. The lead was explanted.